Event description:
A report of a pocket revision was received. The reason for the revision was that the ipg site was uncomfortable. The patient's pocket was moved to a more comfortable location. After the procedure the patient was reportedly doing well.

Manufacturer narrative:
This is the final report.